Event description:
It was reported that the implantable cardioverter defibrillator exhibited high capture thresholds causing there to be high current drain on the device. It was also noted that the cathode had phrenic nerve stimulation at all outputs and 18 counts of pmt episodes with inappropriate mode switch. Programming changes were performed. The patient was in stable condition.